Event description:
Customer reported experiencing a low blood glucose (bg) level, confirmed at 43 mg/dl. Cause was unknown. Customer consumed carbohydrates to address the low bg, did not require third-party assistance. Recommendation was made to consult with a healthcare provider regarding diabetes management.